Manufacturer narrative:
It was reported the product is available for evaluation; however, the device has not been returned. Therefore, the results of the investigation are inconclusive.

Event description:
The patient had underwent a procedure for close fracture of the right clavicle. It was reported "failure of fixation" occurred as the screw was bent four months post-op, and then the screw broke two weeks after. The screw was explanted, and refixation was achieved by using a plate and screws. It was reported this issue resulted in the patient having pain and a delay in the patient's rehabilitation. It was also reported the screw was available for return.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. A part number 40-0136 "3.0mm x 80mm dual-trak clavicle screw" with batch/lot number 525505 was returned for evaluation. The returned part was examined with magnified photography. Observed phenomena included: there was foreign debris within the drive feature as well as significant marring. The screw was returned in two pieces; the screw fractured within the nominally-0.118-diameter portion of the part. The fracture planes on both pieces were largely flat with no necking or visible ductility. The fracture planes exhibited "ripple"-esque patterns in the surface that converged towards the center of the fracture plane. There were indentation/peak features on opposite sides of the fracture plane on both returned pieces; one piece had indents on opposite sides of the fracture plane, the other piece had corresponding peaks on either side. The screw exhibited a large bend near the fracture site. Measurements in inches obtained included: [diameter at shaft location where screw failed] diameter "b" for 40-0136 met specifications. Measured diameter on head fragment: 0.1165, 0.1180, 0.1160 (avg .1168) measured diameter on tip fragment: 0.1180, 0.1170, 0.1160 (avg .1170) average measured diameters were both within acceptable bounds (i.e. The returned 40-0136 is not unusually small, nor out-of-tolerance; it is an acceptable part). [Bend in screw] the fragments of the screw were positioned in alignment to determine the degree of bend; when measured, it was estimated that the screw bent approximately 33.5 degrees prior to / at device failure. Inspection report records: inspection records for this batch revealed the inspection measurement recorded for diameter b was a diameter of 0.11633, which the report confirmed was within the bounds of the inspection criteria for this dimension. It was confirmed that inspection data suggests the material used to build 40-0316 screws in batch 525505 was proper/confirmed. Additional observations: the reported event noted that the implanted screw bent and then broke post-operatively. It was reported the bending was noticed four months post-op with breakage occurring two weeks after (i.e. Total time implanted rough estimate 18 weeks). There were no notes given on patient compliance nor non-compliance with any recovery activities/limitations. There were no images given of the implant within the patient (i.e. X-ray imagery from when medical personnel noticed the screw was bending in the patient). There were no notes given on if bone union was achieved within the timeframe prior to screw breakage. The measurements taken and review of inspection records indicate that the returned 40-0136 screw from batch 525505 is in-line with specifications. The part has no noted defects that would predispose the part to earlier / unexpected failure. This indicates that the returned 40-0136 is a properly produced dual-trak device which should have the suitable strength to exceed the time required for bone union as long as the device did not receive excessive or unexpectedly high loading during the 18-week period leading to failure. However, based on the information received, the root cause could not be determined.